Event description:
Medtronic received a report of hyperplasia/stenosis. Noticeable neo-intimal hyperplasia was observed. The lesion was discovered during the investigation of left hemifacial hemianesthesia. The lesion was identified as a pseudoaneurysm located at the v4 segment of the left vertebral artery, most likely due to dissection. There was no history of recent trauma. The aneurysmal portion of the lesion was compressing the medulla. The date of deployment was (B)(6) 2023. Images provided from control 2024-mar-18. This event occurred in brazil. Patient comorbidities include hypertension. After the deployment of the pipeline vantage device, the patient was prescribed prasugrel and aspirin for 3 months, followed by aspirin alone for a total duration of one year. The patient experienced a worsening of previous symptoms post-procedure, which was managed with corticosteroids, resulting in improvement after one month. Subsequently, the patient continued to experience hemifacial hemianesthesia, although to a lesser degree than initially.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.